Event description:
It was reported that the pulse generator exhibited inappropriate measured battery data.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.